Event description:
Customer initially reports possible pt burn. On (B)(6) 2013 customer reports surgeon was performing a rigid proctoscopy and trans-anal excision of polyp. Total procedure time was 28 mins and burn seen when the device was removed. The connection of the light source to the scope burned the pt. In order to insert the device to the necessary depth the connection was up against the pt's perineum. Characteristics of injury, partial thickness perianal burn approx 1x1 cm in the left perianal skin. Silvadene applied along with sterile dressings. Anticipate area to heal. Procedure was not delayed.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.